Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech isolated the issue to two broken caster support and a broken brake casters. He replaced four caster supports and the brake caster to repair the bed.